Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 515 mg/dl on (B)(6) 2018 1:30 pm ¿ 1:45 pm. Customer did not have any symptom. Blood glucose value when admitted to hospital was 377 mg/dl. Customer current blood glucose was 177. Blood glucose reading at the time of the incident was 300 mg/dl. Customer has not been using insulin pump system within 48 hours of reported high bg event. Customer was treated with fluids in the emergency room. The names of the hospital customer visited is (B)(6) medical center. (B)(6) reported the incident. The reporter contact is unavailable. Customer went to the hospital because of not feeling well. Customer did not perform carelink upload. Customer did not perform hp test. Customer reports site is changed every 2/3 days per guidelines. Insulin pump was returned, and it passed all the tests. Products will not be returning for analysis.